Event description:
The pump was refilled and the dose was increased by 10%. Per the reporter, the patient was "comatose," weak", and "like a vegetable" from 11 am to 7 pm every day. The patient's next refill was scheduled to occur (B)(6) 2011. The type of drug in the pump was not reported.

Manufacturer narrative:
(B)(4).